Event description:
It was reported "the next line I had I pulled [stylet] all the way out before cutting and placing. All went well, but afterwards, I tried pulling it apart. It came apart with a little force, but was stringy." Add info rcvd 06/28/2021: the bard PICC I placed there was very easy to tear after use. I was able to assess it before the procedure, obtain 3cg without difficulty, and pull it apart by hand easily after the procedure. It was almost stringy. The bard PICC line was our supply.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed, but the cause could not be determined from the photograph that was provided for investigation. The photo shows a break in the magnetic portion of the stylet. Multiple kinks are noted in the distal segment of the stylet. The characteristics of the adjoining ends of the broken stylet could not be observed from the photographs. Since a break was evident in the provided photos, the complaint was confirmed, but the exact cause could not be determined. It was reported that the user was not able to obtain an internal 3cg waveform, so the stylet was completely removed. The user reported that the stylet was easily pulled apart. Potential contributing factors of any initial damage include kinking and advancement of the stylet against resistance. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey0984 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the next line I had I pulled [stylet] all the way out before cutting and placing. All went well, but afterwards, I tried pulling it apart. It came apart with a little force, but was stringy." Add info rcvd 06/28/2021: the bard PICC I placed there was very easy to tear after use. I was able to assess it before the procedure, obtain 3cg without difficulty, and pull it apart by hand easily after the procedure. It was almost stringy. The bard PICC line was our supply.